Event description:
A surgeon reported that the flap thickness is thinner than expected, observed during flap creation fo a lasik procedure. Additional information has been requested.

Manufacturer narrative:
Additional information has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Per database search, it was found that this report is a duplication, the event had been previously reported under MFR # 3003288808-2014-01732 (internal ref number (B)(4)). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).